Manufacturer narrative:
(B)(4).

Event description:
It was reported that the extension line of four devices separated during intravenous infusion of IV fluids on four different horses in a veterinary clinic. The IV fluids were unable to be delivered completely into the horses' vein. The device was removed and replaced. The incident did not cause any harm, injury or sustaining health consequences to the animals. The associated emdr report numbers are 3006425876-2025-00190, 3006425876-2025-00207, 3006425876-2025-00206 and 3006425876-2025-00205.

Manufacturer narrative:
(B)(4). The customer provided six photos for analysis. The photos show the distal extension line separated adjacent to the luer hub and portions of the extension line extrusion were within the luer hub. The report of extension line/luer hub separation was confirmed from the customer provided photos. The damage is consistent with a manufacturing molding issue. The customer returned one representative cvc kit for analysis. No defects or anomalies were observed with the returned sample. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through visual analysis of the customer photos. The customer returned a representative sample; however, visual analysis of the customer photos revealed that the distal line had separated directly adjacent to the luer hub, and portions of the extension line remained within the luer hub. The damage is consistent with a manufacturing molding issue. Based on the information provided and the customer photos, manufacturing molding likely caused or contributed to this event. A CAPA has previously been initiated to address issues of this nature and indicates that the root cause is manufacturing related. This CAPA was implemented 07-nov-2024 to address the issue of extension line/luer hub separation. This implementation date occurred after the manufacturing date of the extension lines (july and august 2022) involved with this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the extension line of four devices separated during intravenous infusion of IV fluids on four different horses in a veterinary clinic. The IV fluids were unable to be delivered completely into the horses' vein. The device was removed and replaced. The incident did not cause any harm, injury or sustaining health consequences to the animals. The associated emdr report numbers are 3006425876-2025-00190, 3006425876-2025-00207, 3006425876-2025-00206 and 3006425876-2025-00205.